Event description:
It was reported during the patient's ICD replacement procedure, the right ventricular lead exhibited slightly elevated thresholds. X-ray images did not reveal any anomalies. The physician electively replaced the lead. The patient's condition after the procedure was stable. The implant date of the reported lead is unknown at this time.

Manufacturer narrative:
(B)(4).